Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. (B)(4) .

Event description:
It was reported that during the implant attempt, the lead would not pass the valve and continued to snag onto tissue. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.